Event description:
It was reported by sales rep that a cmc saddle implant was removed from a pt due to the implant loosening.

Manufacturer narrative:
The returned implant did not identify the cause of the loosening of the implant and subsequent revision. If add'l info is obtained on this event, a supplement report will be filed as appropriate. Introduction: a size 30 cmc saddle implant was reported to have been revised. The implant was returned to ascension orthopedics for analysis. Method: no customer feedback was available. A visual examination of the implant was performed assisted by a stereomicroscope and oblique lighting. Results: visual examination aided with a stereomicroscope revealed two small chips and a scratch on the implant articulating surface, see figure 1. Indications of wear were not present on the articulating surface as shown in figure 1. Small burnish marks indicative of bone apposition were present on the stem surfaces. See figure 2. Discussion: there were no indications of flaws or defects in the implant. The small chips observed on the head were probably caused by surgical handling during revision. Conclusions: there were no indications of defects or flaws in the retrieved implant.